Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert from the pacemaker. Upon interrogation, the pacemaker was found in backup vvi mode. Device replacement was recommended, however, no intervention was performed. The patient was in stable condition.